Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump passed the delivery accuracy test at 0.08730 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer¿s blood glucose level was 294 mg/dl at the time of incident. The current blood glucose level was 170 mg/dl. Troubleshooting was performed for high blood glucose and under delivery. The customer was treated with bolus for high blood glucose. The customer was alleging insulin pump for under delivery. The insulin pump will not be returned for analysis.